Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices via 4f micropuncture and 6f sheaths using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, in the lcfa, one proglide suture was pre-placed. A second suture was attempted to be preplaced; however, after the plunger was pushed in, it would not pull out. The footplate would not retract, and the device became stuck in the vessel. The proglide device was removed by incising the vessel and an endarterectomy was performed for treatment. No patient effects and no vessel damage was noted. In the rcfa, two proglide had no sutures with plunger removal. A third proglide device was used and a suture was successfully preplaced. When a fourth proglide was attempted, there was no suture with plunger removal. A fifth proglide was inserted, the footplate opened and the device pulled back to the vessel wall; however, pulsatile flow continued. Proglide use was aborted. The sheaths were upsized to 12 and 16f and the evar procedure was completed. Hemostasis was achieved in the rcfa and lcfa with surgical suturing. There was a clinically significant delay in the procedure or therapy. No additional information was provided.